Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use of the 31 g x 8 mm bd ultra fine¿ short insulin pen needle the barrel was damaged or cracked. As a result blood stained clothes, machinery and walls. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: photograph and piece sent by the client is analyzed, which does not have the marked scale, as shown in the attached photograph. The batch was manufactured in 3 shifts completed in 24 hours during which 40 pieces were inspected every hour completing a total sample size of 960 pieces during that sampling was inspected the characteristic syringe without damage to which corresponds an aql = 0.65% according to the product specification ep-is-01-01 and inspected at a normal level ii according to iso 2859-1, the lot could have been accepted with 10 defective parts and rejected with 11. It is a question of recreating the defective in the machine in the leak test dials and in the needle assembly dial and it is not possible to recreate the same effect of the piece claimed, since this only presents a mark on one side of the cylinder and the defective piece presents fracture of both sides. It is concluded according to the tests carried out on the production line, that the defect reported by the customer of fracture on both sides, is not possible during the generating of this part. This is according to the recreating of jamming and the damage that the obtained pieces show. The claim is not confirmed. From the photo, bd does recognize the damage seen to the barrel, therefore, complaint is confirmed. CAPA is not necessary.